Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient eventually got hospitalized on (B)(6) 2024 due to diabetes ketoacidosis. The glucose level was 428 mg/dl and the patient was treated with intravenous (IV) insulin drip. . No further information available.